Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported via FDA maude report #mw5038543 that "caller states he fractured his left and right hip in 1991 and surgeon implanted the matta pelvic system with the intent to remove the device after 4 years. Caller states that since then he has undergone 9 surgeries due to his legs giving out and causing him to fall. Most recently the caller states he fell in 2014 down a flight of stairs. Caller was taken to the hospital and experienced spinal nerve damage. Since the device was implanted caller states he has experienced a burning sensation in his feet, numbing between his legs, swelling in his knees, back pain and loss of sex drive. The caller suspects he has metal toxicity and would like the device removed but due to insurance constraints has not been able to remove it. Caller has already filed a claim for the manufacturer."